Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of an obstruction in the connector was confirmed, and after the sample was reviewed at the manufacturing facility, the cause was determined to be manufacturing related. The proximal connector for a 4 fr s/l groshong nxt PICC was returned for investigation. No other part of the catheter was returned for investigation. A microscopic examination revealed deformation in the plastic connector and silicone overmold. The impressions in the plastic connector resembled the spacing and features of forceps, which indicated that the connector was grasped with forceps. A translucent obstruction was visible in the distal tip of the metal cannula. Traces of a red colored residue were observed around the perimeter of the obstruction. The complaint sample was forwarded to the manufacturing facility for further review. A lot history review (lhr) of reau1502 showed no other similar product complaint(s) from this lot number. ; manufacturer evaluation: the complaint of ¿occlusion¿ was confirmed as manufacturing related, a silicone-like material was found and this was caused on the molding process. A quality alert was generated and all personnel involved in the manufacturing process have been re-trained.

Event description:
It was reported by nurse that the extension tube was found to be obstructed when preflushing the catheter. No patient harm was reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reau1502 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the extension tube was found to be obstructed when preflushing the catheter. No patient harm was reported.